Event description:
A pt reported experiencing inaccurate low results with a otbe meter. There are two meter readings being compared to two lab readings unk to which is being compared too. The first meter reading vs. First lab reading, the pt's blood glucose results were 60mg/dl (meter), 130mg/dl(lab). Tests were done within < 10 mins with a difference of 48%. The first meter reading vs. Second lab reading, the pt's blood glucose results were 60mg/dl (meter), 150mg/dl (lab). Tests were done < 10 mins with a difference of 55%. The second meter reading vs. First lab reading, the pt's blood glucose results were 80mg/dl (meter), 130mg/dl (lab). Tests were done < 10 mins apart with a difference of 31%. The second meter reading vs. Second lab reading, the pt's blood glucose results were 80mg/dl (meter), 150mg/dl(lab). Tests were done within < 10 mins apart with a difference of 40%. Pt did not experience any adverse events. No further information has been reported. Note - in the reported issue notes it states that, "readings given for comparing lab to meter were approx and not really known. Customer was not sure of readings as this took place a few weeks ago."